Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, brown particles inside the device, wear abrasion. Leak test was performed and found opening on anterior and posterior. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is a striated edge opening on posterior and anterior side assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation and implant is folded over". Device remains implanted.